Manufacturer narrative:
The meter was not returned for investigation, so no further investigations were possible. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The meter was returned for investigation. After booting the device the input of an operator ID is requested. It was observed that an entry is made without operating the touchpad. The behavior alleged by the customer could be confirmed. There were no traces of an obvious mechanical impact visible on the housing of the device. The device was disassembled and a visual inspection of the electronic parts found no abnormalities or contamination. The flex cable connection was checked and found to be correct. The returned display assembly was replaced with a fully functional display assembly. The meter performed as expected with the exchanged display. The meter display assembly was found to be defective. Medwatch fields d9 and h3 have been updated.

Event description:
The initial reporter stated there was an issue with the coaguchek xs plus user interface. The specific date of the event is not known and started occurring approximately on (B)(6) 2022. The reporter stated the meter no longer asks for the operator ID. Additionally, when a patient ID is entered, the meter will start typing letters on its own, even when the operator is not pressing anything on the screen. No discrepancies were observed upon meter power up and the display is complete. The reporter tried accessing the meter set up to verify whether the operator ID is disabled. The meter populated an administrator box and requested a password. The reporter was provided the password of the day, but the meter rejected the password. Further attempts to enter a password were not successful. The reporter was instructed to access the main menu and access "patient test". The reporter was able to enter various letters and all letters selected by the reporter were entered. The typing issue could not be recreated.

Manufacturer narrative:
The reporter's meter was requested for investigation and a replacement meter was sent to the reporter.